Manufacturer narrative:
As provided in the initial medwatch, the reported device was discarded. As a result, an evaluation could not be performed to determine if the event was attributed to the device. Trending has been reviewed and reveals that no trend was observed for the reported issue. Based on this review, no further action will be taken at this time. Baxter will continue to monitor this condition for possible trends.

Manufacturer narrative:
The reported device has been discarded and will not be returned for evaluation.there were no aberrances found during the batch review. The manufacturing facility has been made aware of this report through baxter¿s complaint management tracking system. The manufacturing facility will continue to monitor similar reports for possible trends.

Event description:
Complaint received from facility clinical nurse manager. Customer reports that the tubing is leaking around the collar during patient use. The leakage occurred when they changed to a new syringe on the set. There was no reported patient injury or medical intervention. No additional information is available.